Manufacturer narrative:
The unit was never returned for eval even though (B)(4) was opened for the product. It is not possible to verify assignable cause for the unit failure without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for lot # 08113-04 was reviewed. The units met MFR specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot # 08113-04. There were (B)(4)failures within this lot. Lot # 08113-04 has a failure rate of (B)(4). No significant trend was observed.

Event description:
This handpiece primed and worked during a 10 sec test. The cap was removed and the wand was handed to the doctor. The doctor depressed the foot pedal and the wand was non-responsive.